Event description:
We received a report involving a patient who had recently undergone a total knee replacement and was using a silver dressing as part of postoperative wound care. The reporter indicated that the patient developed redness, swelling, and bruising at the surgical site during use of the dressing. The patient's condition worsened, resulting in rehospitalization. During the hospital stay, the patient received intravenous antibiotics for suspected or confirmed infection. At the time of this report, no device malfunction has been confirmed. However, per 21 cfr part 803, rehospitalization and IV antibiotic administration constitute serious injury as defined by FDA and represent medical intervention to prevent potential permanent impairment. Because the adverse event occurred during normal use of the device and the available information reasonably suggests the device may have contributed to the reported clinical condition, this event is considered reportable. Further investigation is ongoing, including review of device history records, lot information (if available), and return analysis should the product be returned. Sample is in process between local office and manufacturing site.